Manufacturer narrative:
On 8/9/2016 - we have requested the device be returned from the consumer for evaluation. To date, we have not received the device.

Event description:
On (B)(6) 2016 - the consumer claims to have received a burn while in use of the product. The consume was sitting down while in use of the product.

Manufacturer narrative:
On 8/9/2016 - we have requested the device be returned from the consumer for evaluation. To date, we have not received the device. On 10/27/2016 - manufacturer narrative: electrical characteristics could not be established as the unit was not working. There are significant signs of user abuse and using the pad incorrectly, as provided by the instructions. The unit was positioned on her back while she sat in a chair. If using on your back, you must lay on your stomach for the duration of use. Pad should be flat and not scrunched up as seen in the photos. The photos show the pad was not used in a flat positon and was therefore misused by the consumer. Had the heating pad been used in a flat position, there would not be the significant folding and burns as seen in the photos. Cause of burns are misuse.

Event description:
On (B)(6) 2016 - the consumer claims to have received a burn while in use of the product. The consumer was sitting down while in use of the product.